Event description:
Narrative translation of the event: enduser fell out of wheelchair because allegedly the control unit was not working properly. Enduser suffered a bone fracture which had to be treated in hospital.

Manufacturer narrative:
Alber performed an investigation of the affected device. A test was performed by pressing the on/off button of the control unit whilst the drive unit was in motion. The drive wheel stopped driving as intended. Control unit was tested on the test bench and no failures were detected. Drive unit was tested on the test bench and no failures were detected. No abnormalities of the device that could have caused the described event were detectable. Alber received additional information from the end-user and it was reported that: 1. ¿the control unit did not work properly and the device did not stop immediately causing the end-user to fall forward out of the wheelchair on an asphalted flat surface.¿ 2. The end user will be equipped with a different type of device, because the end user has not enough strength in the arms or fingers to operate the handrims of the wheelchair, the actual handrims have been equipped with a handrim cover to improve the grip but this did not improve the handling. Falling forward out of the wheelchair on a flat surface without stopping is not plausible. The smoov doesn´t provide a brake support, a standstill/brake of the wheelchair must be done by using the push rims of the wheelchair. In the instruction for use on page 5, 14, 23 & 24 it is explicitly described how to proceed in order to brake the device and what prerequisites are necessary: a) indications for use the ¿smoov o10¿ add-on drive for wheelchairs is intended to provide auxiliary power to manual wheelchairs to reduce the pushing power needed by their users. It is designed to provide support to active wheelchair users who are physically and mentally able to safely control a manual wheelchair in typical situations, including inclines, even manually. B) ¿every wheelchair user is trained to bring their wheelchair to an immediate stop in hazardous situations by braking it using its push rims. To bring your wheelchair to a quick and safe stop in hazardous situations when on a trip with the smoov o10, proceed as follows: ¿ press the outer surface of the on/off button [10]. This switches the drive wheel [8] of the drive unit to freewheeling mode. However, the control unit is not switched off; it remains switched on. ¿ use the push rims to brake the wheelchair and bring it to a complete stop as quickly as possible.¿ c) ¿the wheelchair is steered and braked by its push rims during use.¿ d) ¿always keep both hands close to the push rims so that you are able to spontaneously change the direction of travel and brake at any time.¿ e) have the physical and mental ability to safely operate the wheelchair with the smoov o10 attached to it in all possible situations (e.g.road traffic) and, in the event of the smoov o10 failing to work or shutting down, are able to brake the wheelchair and stop safely. We make the educated guess that the end user was not able to follow the instructions for use. Here the question is more if the end user was supplied regarding the indication for use, note worthy in this context is above mentioned point 2.

Manufacturer narrative:
This event occured in (B)(6). Alber gmbh is filing this report because the device is marketed and sold in the u.s. Alber gmbh will start the physical evaluation of the device once it arrives at our premises.

Event description:
Narrative translation of the event: enduser fell out of wheelchair because allegedly the control unit was not working properly. Enduser suffered a bone fracture which had to be treated in hospital.